Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a company representative via a healthcare provider (hcp). Regarding a patient, receiving intrathecal morphine 1 mg/ml at 0.2 mg/day via an implantable pump. For unknown indication for use. It was reported, that the patient had a pump pocket infection. Environmental/external/patient factors that may have led or contributed to the issue were not known. It was unknown, if any diagnostics/troubleshooting was performed. Actions/intervention taken to resolve the issue, was that the patient's pump was explanted. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked, but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.